Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient has fallen numerous times due to the weight of the device and becoming off balance. It was reported that the patient received 6 stitches on his head and the elbows were tore up due to being on blood thinners. The stitches were removed.